Event description:
It was reported that the bd plastipak¿ syringe stopper separated from the plunger during product sampling. The following information was provided by the initial reporter, translated from french: "the rubber part came off during a product sampling... Occurred in our radiology unit. The rubber part came off during a product sampling."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 02-jan-2023. H6: investigation summary: one sample was provided to our quality team for investigation. The product was visually inspected and the stopper was verified to be incorrectly assembled. A device history review was performed for lot 2207134, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe stopper separated from the plunger during product sampling. The following information was provided by the initial reporter, translated from french: "the rubber part came off during a product sampling... Occurred in our radiology unit. The rubber part came off during a product sampling."